Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found the compressor was not building up the air pressure. The ventilator was displaying air loss alarm on ventilator screen. The service provider opened the compressor and cleaned the water traps, air intake filter and rectified the problem. The ventilator is in working condition and has been returned to use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had a faulty compressor. There was no patient involvement.